Event description:
It was reported that the ventilator generated three technical error codes and stopped ventilating. One error code indicated disabled valves, the other a communication failure between the monitoring and the control board, and the third indicated an internal memory error. There was no patient harm reported. (B)(4).

Manufacturer narrative:
(B)(4). Our field service engineer investigated the ventilator on site. No fault was reproduced. The control pc board was replaced according to the recommendation in the service manual. The investigation of the returned control pc board has been completed. Simulated use tests with the returned control pc board installed in a reference ventilator could not reproduce the reported technical errors. Several pre-use checks were performed and succeeded, simulated use test ventilation ran successfully for 11 days and stress test could not provoke any failure. The evaluation of the received device logs shows a single occurrence of the reported technical errors on the reported date of event. After the technical errors several clinical alarms were generated showing that the ventilation stopped. The ventilator was shutdown and startup by the user and no technical errors were generated. Several pre-use checks and ventilation periods were performed after the event without that the technical errors were reproduced again. If the underlying defect appears during ventilation, the ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error code. The conclusion in this matter is that the returned control pc board functioned according to its specification during the investigation. What caused the reported issue could not be established.

Event description:
(B)(4).